Manufacturer narrative:
As reported, capsure deployed two fasteners at the same time. The subject product is said to be available however, at this time it has not be returned. Based on the information provided and without having the sample to evaluate, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure the capsure deployed two fasteners at the same time and was unable to fixate the mesh. The procedure was completed with a second capsure. There was reported patient injury.

Manufacturer narrative:
As reported, capsure deployed two fasteners at the same time. The subject product is said to be available however, at this time it has not be returned. Based on the information provided and without having the sample to evaluate, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum #1: h11. This supplemental MDR is submitted to correct the event description. Addendum #2: h11: this supplemental MDR is submitted to correct the UDI. Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: d4 (unique identifier (UDI) #). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure the capsure deployed two fasteners at the same time and was unable to fixate the mesh. The procedure was completed with a second capsure. There was no reported patient injury.

Manufacturer narrative:
As reported, capsure deployed two fasteners at the same time. The subject product is said to be available however, at this time it has not be returned. Based on the information provided and without having the sample to evaluate, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11. This supplemental MDR is submitted to correct the event description. Updated fields: b4, g3, g6, h2, h10, h11 corrected field: b5 (event description). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure the capsure deployed two fasteners at the same time and was unable to fixate the mesh. The procedure was completed with a second capsure. There was no reported patient injury.